Manufacturer narrative:
Conclusion: device returned / analysis to be performed. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Customer alleges an enlarged PICC insertion site with purulent drainage around and under the tegaderm chg gel pad. Yellow "pockets" were noted to each side of the enlarged insertion site. The tegaderm chg dressing was in place for more than 24 hours before the symptoms developed. However, the symptoms did not occur with the first use of the tegaderm chg dressing. There were multiple dressing changes of the tegaderm chg dressing. As a result of the incident, the catheter was removed and the use of the tegaderm chg dressing was discontinued. The outcome of the skin reaction was reported as improving and no further treatment was needed.